Event description:
The initial reporter contacted shiley to report that a pt had their bjork-shiley convexo-concave pulmonary heart valve replaced. According to medical records, subsequently received from the initial reporter, the bjork-shiley heart valve was replaced due to "significant stenosis and obstruction of this conduit". Also, according to the medical records, "the pt seemed to tolerate the procedure".